Event description:
Further follow up information received clarified that the location of the hematoma was at the implantable neurostimulator (ins) pocket. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient's lead was "poking the patient at the midline incision." It was noted, the lead was "visible under the skin" and that "t was not sticking through the skin." It was stated that "this was hurting the patient." It was further stated, the patient experienced "pain" at the "lead location." The patient's physician "suggested he revise the tension loop and re-tunnel the lead to the pocket or to a new pocket." It was reported, the patient planned to schedule the procedure in the "near future." It was noted, the patient was alive with "no injury" and "no adverse event." It was further noted that revision was "required as a result of the event."

Manufacturer narrative:
Product ID: 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further reported that the revision occurred (B)(6) 2013. The battery pocket was moved up and the lead was retunneled. The patient was initially doing fine. It was then reported that the patient had a hematoma after the revision that required evacuation on (B)(6) 2013. The patient went home (B)(6) 2013 and seemed to be doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).